Event description:
It was reported that during central processing, the peripheral vision probe failed the leak test. The user completed the diagnostic procedure using the same system. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The peripheral vision probe has been returned and evaluated by the failure analysis team. The air leak test was conducted and failed. A steady stream of bubbles was coming at the distal end of the probe tip, indicating a damaged vision probe. Additional observation not reported was physical damage at the distal tip. Adhesive joint is no longer present at one of the slots of the distal tip that secures the illumination fiber, allowing air bubbles to come out during the air leak test. This vision probe was transferred to the engineering team to confirm the adhesive/potting joint was manufacturing related and not used induced. The RMA was reviewed with ion vision probe manufacturing engineer. One of the two illumination fibers was observed to be recessed from the distal tip. Upon cutting opening the vision probe shaft and viewing the fiber, adhesive was observed to be present on the distal tip of the fiber. The recessed fiber is likely due to a failure of the adhesive bond that secures the fiber in the tip of the probe. The failure is most likely due to inadequate primer or adhesive application during manufacturing. There is a potential for fragments of adhesive or fiber due to this failure mode as the adhesive bond failed at the distal tip which enter the patient.